Manufacturer narrative:
The reporter stated 15jan19 "we haven't been unable to obtain any further information from the end user. We do know that there was no patient harm and they just used another packet that wasn't damaged". They also stated no change of the tracheostomy was required. Device evaluation : a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Furthermore, six used decontaminated samples were received in plastic bag for investigation. Under visual inspection it was noticed that the inner cannulas are broken. The following issues were found: a 20mm crack, 18mm crack, 40mm scratch, 12mm scratch on cannula body, and deformations inside cannula hub. Inner cannula dimensions of wall thickness have a direct impact on inner cannula durability. Therefore, the samples were tested and measured. Average wall thickness was measured at four points around mid-section of inner cannula (and were noted that they should be greater than 0.4mm with a minimum individual measurement of 0.35mm). The six samples were found to be within drawing specification. To verify inner cannula durability, the investigation team carried out informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches to measure their performance using established standard test methods. Based on results of the testing, current blu thin wall inner cannulas were found to be suitable for its function. Also, an inner cannula device is regularly cleaned by a customer. Its lifetime depends mainly on the cleaning technique and force used during cleaning. Inner cannulas should be replaced as required based on its condition (as described in IFU as10002537-002 rev. 100, instructions for use, point 7: "check the inner cannula prior to insertion/re-insertion and discard if kinked or damaged." And precautions, point 5: "care should be taken to ensure that the inner cannulae do not become kinked or damaged during cleaning, and that no kinked or damaged inner cannulae are re-inserted into the tracheostomy tube". Based on the evaluation, the complaint was confirmed. The results indicate that the most probable problem source of the reported failure occurred due to excessive force used during cleaning or using an incorrect technique to clean the product.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical blue line ultra tracheostomy tube inner cannula had a split in the tube. Device had been in use for two weeks. No adverse patient effects were reported.